Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber started forward firing. The procedure was completed with another of the same fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection confirmed that the connector cone, segments, and tabs were in good condition. The control knob is attached and aligned with the fiber and can rotate the fiber. The hene (helium-neon) test found no breaks along the fiber length. Upon microscopic inspection it was identified that the glass cap exhibited a distal circumferential fracture. The metal cap exhibited a mild debris adhesion on its surface. The forward firing test for this device resulted in an output which is below the threshold for potential patient harm; therefore, the reported event was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber started forward firing after 154,545 joules and 30 minutes of fiber use. The procedure was completed with another fiber. There were no patient complications.